Event description:
A patient reported blood glucose results of "118 mg/dl and 92 mg/dl" with a lifescan meter, performed with 10 minutes fo each other. The meter, test strips, and control solution are being replaced.